Event description:
It was reported that the implantable pulse generator (ipg) had a cited electrical reset, exhibiting vvi 65 behavior. It was also reported that the patient was kicked in the chest by the granddaughter. The ipg was reprogrammed successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed, and revealed that on (B)(4)-2011 a critical ram parity error occurred and the severity is considered low as device should be able to fully recover after the reset. The device was not returned, but diagnostic information is consistent with the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.